Event description:
There was an allegation of a questionable low urea/bun result from the cobas 8000 c702 module for one patient. The initial result was <0.5 mmol/l, and the repeat result was 7.8 mmol/l.

Manufacturer narrative:
The urea/bun reagent lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) checked the analyzer and performed a series of troubleshooting-related actions, including replacing the main degasser and reagent probes. The investigation was unable to determine a direct root cause as the fse performed lengthy and complex troubleshooting actions. The customer did not report new events after service was performed.